Event description:
Upon review of x-rays performed for medwatch report number 1644487-2012-02403, it was found that the lead pin was not fully inserted and that there was a sharp angle in the lead. The present file will house the "pin not fully inserted" event and the medwatch report number 1644487-2012-02403 will follow up on the lead issue. The patient had their generator replaced on (B)(6) 2012 but at this time if has not been returned for analysis. X-ray review showed the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was not fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. No strain-relief bend or loop was used. No tie-down was sued either. A strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. Part of the lead was behind the generator. One acute angle was observed at the lead bifurcation. No lead break was visible. Based on the x-rays images, the cause for the high impedance is the lead pin not fully inserted into the generator connector block. No further information has been attained at this time.

Event description:
Additional information was received that the patient still has high impedance in spite of their generator replacement. The physicians are attempting to have the lead replaced but they are waiting for the parental decision about an eventual lead revision.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin appeared to be not fully past the connecter block of the generator.